Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, the patient developed some bleeding at the groin site. Femostop was placed, however, shortly after, perfusion was no longer present in the impella leg. The femostop was noted to have been inflated too much, which led to the poor perfusion of the extremity. The femostop was adjusted and the leg recovered. Support continued with the implanted pump. The patients outcome is critical.